Event description:
It was reported that during a surgical procedure the customer experienced a system mismatch error. The customer restarted the system, but experienced another error when trying to home the system. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.